Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite, checked the logfiles and confirmed that the system was generating an error related to the host pc memory 2 problem. To resolve the reported issue, the fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.